Event description:
The patient reported their blood glucose (bg) level rose over 250 mg/dl (13.9 mmol/l), while wearing the pod between 24 and 36 hours. They reported administering a correction bolus, which did not lower bg levels. The patient reported the pink slide insert did not move into the viewing window, indicating a failure of the needle mechanism to deploy as intended during activation. However, the patient also reported when they removed the pod from the infusion site (leg), they observed the cannula to be bent. As treatment, a new pod was successfully applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.